Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
(B)(6) trial. It was reported that a dissection occurred. The subject underwent treatment with the ranger drug coated balloon on (B)(6) 2022 as a part of the (B)(6) trial. The target lesion #001 was in the left distal superficial femoral artery extending to left proximal popliteal artery with proximal reference vessel diameter of 5 mm and distal reference vessel diameter of 5 mm with lesion length of 120 mm and 90 % stenosis and was classified as tasc ii b lesion. Prior to target lesion treatment, pre dilation was performed with a 5 mm x 100 mm non-boston scientific balloon. Followed by treatment of the target lesion was performed by dilation with study device, ranger drug coated balloon of 5.0 mm x 150 mm. A 5 mm x 120 mm and a 5 mm x 60 mm non-boston scientific bare metal stents were implanted for post target lesion treatment. On (B)(6) 2022, on the same day of index procedure, during treatment of target lesion #001, dissection of grade c was noted post angioplasty with ranger drug coated balloon of 5.0 mm x 150 mm. Bailout stent was implanted. Post treatment, the final residual stenosis was noted to be 10%. The complication was resolved, and the subject was discharged on the same day.

Manufacturer narrative:
A1- patient identifier: (B)(6). H6: evaluation method codes (2): added analysis of production records code. H6: evaluation conclusion codes (1): added conclusion code.

Event description:
Elegance clinical trial . It was reported that a dissection occurred. The subject underwent treatment with the ranger drug coated balloon on (B)(6) 2022 as a part of the elegance clinical trial. The target lesion #001 was in the left distal superficial femoral artery extending to left proximal popliteal artery with proximal reference vessel diameter of 5 mm and distal reference vessel diameter of 5 mm with lesion length of 120 mm and 90 % stenosis and was classified as tasc ii b lesion. Prior to target lesion treatment, pre dilation was performed with a 5 mm x 100 mm non-boston scientific balloon. Followed by treatment of the target lesion was performed by dilation with study device, ranger drug coated balloon of 5.0 mm x 150 mm. A 5 mm x 120 mm and a 5 mm x 60 mm non-boston scientific bare metal stents were implanted for post target lesion treatment. On (B)(6) 2022, on the same day of index procedure, during treatment of target lesion #001, dissection of grade c was noted post angioplasty with ranger drug coated balloon of 5.0 mm x 150 mm. Bailout stent was implanted. Post treatment, the final residual stenosis was noted to be 10%. The complication was resolved, and the subject was discharged on the same day. It was further reported that the dissection in the left superficial femoral artery (sfa) was noted post angioplasty with ranger drug coated balloon of 5.0 mm x 150 mm. On (B)(6) 2022, the event was considered resolved with sequelae, and the subject was discharged from the hospital on dual antiplatelet therapy.